Event description:
It was reported that the right atrial (ra) lead was connected via scar tissue to the right ventricular (rv) lead. During prophylactic replacement of the rv lead, the ra lead inadvertently dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.